Event description:
During the preparation for the insertion of the zso-7-9, the guide wire (0.025: visiglide2 straight) didn't pass trough the stent, second pigtail of zso was bent. They completed the procedure using a new zso-7-9. (The guide wire was not replaced.)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation 1 unit of zso-7-9 of lot number c2231194 device was not returned for evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review: prior to distribution zso devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review: a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use/label: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. Root cause review: a definitive root cause of use error was established. From the information available, it is known that an incorrect size wire guide was used with the device. The product labelling instructs the user to use a 0.035¿ wire guide. All design testing has been completed using a 0.035¿ wire guide. Therefore, using an alternative size of wire guide has not been tested and may result in damage to the stent. The user has not complied with the requirements of the IFU and/or label. This has been confirmed in the engineer input. Product manager notified to consider retraining at facility summary: confirmed qty of devices: (B)(4) device prior to use. Complaint is confirmed based on customer and/or rep testimony. Investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device. According to the information provided, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21 may 2025. Additional information received on 14 apr 2025. 1. Does the complaint relate to: · device placement · device removal · observation prior to patient contact ans. Observation prior to patient contact 2.I f not, with the device in question, how was the procedure finished? Ans. New zso-7-9 was used. 3. What was the target location for the stent? Ans. Cbd ¿ right ihd 4. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ans. The products are stored in acrylic drawers inside the ercp room. When there are no procedures, the room is always kept dark. The temperature is also kept cool due to the equipment. 5. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Ans. Visiglide 2, 0.025 straight 6.was the wire guide lubricated prior to use? Ans. Yes 7.was the wire guide inspected for damage prior to use? Ans. Yes, it was normal. 8.was the device at the center of the complaint inspected for damage prior to use? Ans. Yes, it was normal 9.were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Ans. Yes, est and stone removal were performed. 10.did the patient involved exhibit altered anatomy or tortuous anatomy? Ans. N/a 11.if not with the device in question, how was the procedure finished? Ans. A new zso-7-9 was used. 12. What intervention (if any) was required? Ans. No 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day ans. N/a. 14. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) Ans. No.